Event description:
The patient was implanted with a trial lead on (B)(6) 2012. It was reported the patient experienced and presented to the hospital feeling numbness in both of her legs. Furthermore, the MRI showed a subdural collection of blood and cerebrospinal fluid. The trial lead was removed. The patient indicated the symptoms were resolving and was discharged. Follow-up identified, the patient is feeling better but continues to experience numbness in her legs while sitting. The patient is working with her physician to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.